Manufacturer narrative:
(B)(4). Date sent: 6/27/2023. Additional information received: outcome: unknown = recovered/resolved. End date: blank = (B)(6) 2023.

Manufacturer narrative:
(B)(4); date sent: 2/23/2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number 28919, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/19/2023 additional information received: patient had device explanted because she felt like her body was rejecting it. She had an egd and was told she had grade a esophagitis. Patient had fundoplication. Explant notification: event details alert date: (B)(6) 2023 date of explant: (B)(6) 2023 country of event: us model: lxmc14 device lot number: 28919 date of implant: (B)(6) 2022 patient details patient identifier: trx_2018_01: (B)(6) sex: female age (at time of consent): 52 years additional event details was the linx explant a result of an adverse event per protocol definitions?: no if yes, choose the primary ae log line, start date and term: blank if no, what was the reason for the explant? (Check all that apply) participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: yes did not meet participant expectations: no other: no if other, specify: blank describe the technique used for explant (check all that apply) laparoscopic: yes endoscopic: no other: no if other, specify: blank were any concomitant procedures performed?: no describe any notable observations during the explant procedure: unknown.

Manufacturer narrative:
(B)(4) date sent: 7/10/2024. Additional information received: start date: on (B)(6) 2023, alert date: on (B)(6) 2024, country of event: us, model: lxmc14, device lot number: 28919, date of surgery: on (B)(6) 2022, adverse event term: esophageal spasms. Patient details patient identifier: (B)(6) sex: female age (at time of consent): 52 years additional event details site awareness date: 17 oct 2023 end date: on (B)(6) 2023. Severity: severe is the adverse event serious? Yes death: no date of death: blank life-threatening illness or injury: no permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: yes admission date: (B)(6) 2023 discharge date: on (B)(6) 2023 resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: probable relationship to primary study procedure: not related if related to the procedure, indicate which procedure the event is related to: blank intervention/treatment: none: no dilation performed: no indicate type of dilation? Blank date of dilation: blank diagnostic intervention: no diagnostic imaging: yes drug therapy: no observation: no linx explant: yes other surgical intervention: yes other intervention/treatment: no if other specify: fundoplication outcome: recovered/resolved according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: yes did this event result in the patient¿s discontinuation of the study? Yes.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information received: if other, specify : fundoplication: blank.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2024. Additional information received: was the linx explant a result of an adverse event per protocol definitions? : no. Yes. Updated: if yes, choose the primary ae log line, start date and term: blank: #002 (B)(6) 2023-esophageal spasms. Continued gerd symptom : yes. No.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Lot number was received and DHR is pending review. When the review is completed, a supplemental will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6), prisma health, sex: female, age (at time of consent): 52 years, model: lxmc14, device lot number: 28919, date of surgery: (B)(6) 2022, adverse event term: dysphagia, site awareness date: 11 jan 2023, severity: moderate, relationship to study device: possible. Relationship to primary study procedure: possible. Diagnostic imaging: yes. Drug therapy: yes. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : n/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia. Relationship to study device: possible.